Event description:
On (B)(6) 2013, high impedance was reported during system diagnostics. There had been no trauma noted per patient, and no other changes. X-rays were taken but would not be submitted for review. It is unknown if the patient¿s device was disabled. The patient was last seen in (B)(6) 2012 at which time diagnostics were within normal limits. A battery life calculation indicated 5.68 years remaining. On (B)(6) 2013, the patient underwent surgery. Only the generator was revised. The explanted product was discarded per hospital policy.

Manufacturer narrative:
Device manufacturing records were reviewed. Analysis of programming history. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.